Event description:
It was reported, the patient had an infection and the device system was explanted. A new system was implanted on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 3093-33 lot# v318138 serial#, implanted: 2010 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).